Event description:
On 07-jan-2022, the following information was provided to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed (B)(6) 2022 allegedly due to cellulitis. The patient is currently on antibiotic therapy. On 25-jan-2022, the following information was provided to kci by the clinical manager: the nurse noted symptoms of redness to the wound area extending down the patient's leg. The patient has a chronic, slow-healing wound that the patient sits on most of the day due to being confined to a wheelchair. On 26-jan-2022, the following information was received by kci via the medical investigation questionnaire: on (B)(6) 2022, the nurse noted symptoms of cellulitis to the patient's right leg with increased redness, swelling and subjective worsening of pain. The physician and wound clinic were notified and antibiotic therapy was ordered. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged cellulitis requiring antibiotics is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a chronic, slow healing wound to the right ischium; has multiple sclerosis and is confined to a wheelchair. The patient has a history of sepsis with polymicrobial bacteremia and polymicrobial wound infection with evidence of right ischial osteomyelitis in (B)(6) 2021. Additionally, the patient has a suprapubic catheter with a history of multiple urinary tract infections. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area -untreated or inadequately treated infection -inadequate hemostasis of the incision -cellulitis of the incision area infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Manufacturer narrative:
Based on the additional information received regarding the device, kci's assessment remains the same; it cannot be determined that the alleged cellulitis requiring antibiotics is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks and met specifications before and after placement with the patient.

Event description:
On (B)(6) 2022, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the device passed and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2022, the device was tested per quality control procedure by kci service center and the device passed and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.